Event description:
Several lots of ivac (alaris) primary admin sets were defective. Defects consisted of leaky diaphrams (disks), clogged blood sets, and valve failures. Sets were saved and given to alaris rep. Replacement lots were brought in and problem still persists for certain code numbers.